Manufacturer narrative:
The customer contact indicated the device was discarded. The devices were not received for testing. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage could have been due to the design of the clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of the semi-rigid adapter of the clave secondary port breakage. The plumsets were being used to deliver unspecified concentrations of saline, at unspecified rates, via plum a+ pumps. After unspecified lengths of time, it was reported that the male adapter of unspecified 12ml syringes were connected to the clave secondary port of the plumsets for syringe deliveries of unspecified pre-medications. The customer contact reported that after the deliveries of the pre-medications were complete, the syringes were disconnected from the clave secondary port of the plumsets. At this time, it was reported that the semi-rigid adapter of the clave secondary ports broke off and unspecified volumes of solutions may have leaked. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these patients. No medical interventions were required. No additional info was provided.